Event description:
During a pneumothorax procedure, after firing, the anastomotic stoma was bleeding. Then, the doctor found that the anastomotic stoma was only cut, not closed. No staples shaped. A new cartridge was used to complete the operation. Extended time of or about two hours. No additional consequence.